Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.